Manufacturer narrative:
The gore® tag® conformable thoracic stent graf instructions for use states the following: do not continue if resistance is felt during advancement of the guidewire, sheath, or delivery catheter. Stop and assess the cause of resistance. Vessel or delivery catheter damage may occur.

Event description:
The following was reported to gore: on (B)(6) 2020, a patient underwent endovascular treatment of a thoracic aortic aneurysm rupture using a and a gore® tag® conformable thoracic stent graft with active control system. A gore® dryseal flex introducer sheath was used for access. The gore® dryseal flex introducer sheath was attempted to be inserted from the left femoral artery. When the sheath was inserted, there was strong resistance. So, the sheath was inserted only a bit, and then a catheter of the gore® tag® conformable thoracic stent graft with active control system was inserted and advanced almost all of the way to the desired landing zone without the sheath. When the catheter of the gore® tag® conformable thoracic stent graft with active control system was advanced, there was resistance. The gore® tag® conformable thoracic stent graft with active control system was implanted successfully. Angiography imaging of the access vessel revealed the left external iliac artery was dissected. A bare metal stent was implanted to treat the dissection. The patient tolerated the procedure. Reportedly judging from the entry site, the dissection was caused by catheter of the gore® tag® conformable thoracic stent graft with active control system. The physician stated that the access vessel was narrow.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.